Event description:
Customer reports additional 10-12 incidents of temp ports opening during pt use. Reporter states that the reported condition usually occurs at the beginning of each case and is noticed when the "ventilator loses pressure and the alarms are activated." Reporter immediately tapes the temp ports after the condition is discovered. Reporter states none of the incidents resulted in any pt injury and required any medical intervention, however, no specific info was available for any of the incidents.